Manufacturer narrative:
Results of device investigation will be filed in a supplemental report once complete.

Event description:
Staff observed repaired PICC line leaking at site of repair-blunt metal needle of repair kit rubbing against PICC sheath creating hole. Further repair to line was unsuccessful and line was exchanged with no harm to pt.